Event description:
Caller alleged discrepant results compared with the lab. Results as follows: patient 1 - inratio: 7.2; lab: 4.2. Patient 2 - inratio: 4.0; lab: 3.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by the end user at time complaint was filed. Patient 1 - inratio: 7.2; ref: 4.2; mean: 5.70; confidence limits: undeterminable. Patient 2 - inratio: 4.0; ref: 3.0; mean: 3.50; confidence limits: 2.0-5.0. Both inr results are not registered on data memory on unit (B)(4). Since inr results reported by customer are considered inaccurate within the context of documented variability for inr testing, additional strip investigation on strip lot 216973 was performed, as shown below. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for each lot are within the allowable bias. These meet the above criteria, and then no further action is required at this time. No strip deficiency was established. An in-house accuracy test was performed using the returned strip and meter and found to meet accuracy criteria. Meter passed functional testing. A visual inspection revealed contamination on heater plate. No corrective action required at this time.